Event description:
The MFR's rep reported pump reservoir volume "overages". The pump and catheter were explanted and replaced. No pt symptoms were reported.

Manufacturer narrative:
This report is being submitted following internal audit. The catheter was not returned for analysis. The pump was returned and found to be non-functional due to gear seizure secondary to bridging residue. The pump was reported on MDR report 6000030200701272.